Event description:
It has been reported to the co that on the fifth injection a dissection of the right coronary artery occurred. The pt did not require surgery. The product will be returned for analysis.